Manufacturer narrative:
Investigation summary: one photo was provided. It shows two 20ml syringe barrels. One is n11 and the other is n34. With a pen it is pointed the difference in the stopper ring. Both are 20ml, both are validated; there is no difference on how they work. We have different validated 20ml molds. When producing a production order, we may mix 20ml barrels from different molds; unless there is a special production order requesting one specific mold. It is confirmed two different 20ml barrel molds. They may get mixed while producing a production order. Mixing barrel from different molds is normal in the production process; unless the production order request an specific mold. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: confirmed: bd was able to duplicate or confirm the customer's indicated failure mode with the photo provided. This is the 1st complaint for lot # 008605 for this type of defect or symptom. There was no documentation for this type of defect during the entire production run of this batch. Root cause description: syringe assembly process. It is confirmed two different 20ml barrel molds. They may get mixed while producing a production order. Mixing barrel from different molds is normal in the production process; unless the production order request an specific mold. Rationale: CAPA not required at this time.

Event description:
It was reported that some of the packaged bd syringes with the luer-lok¿ tip were labeled as "n34" while others were labeled "n-11". This was noticed prior to use with 99 separate occurrences. The following information was provided by the initial reporter: "some of them say n34 and other are n-11. Typically for the 20 ml syringes they do not have the lip that the pen is pointing to, those are labeled n-11. So not sure why we are getting different ones now."